Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR #'s 1225714-2014-00591 and 00592.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 subsequently expired after the use of the product.